Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This file contained information that was identified as being a duplicate event with report number 3007566237-2017-00516. All further information will be reported under report number 3007566237-2017-00516; no further supplemental reports will be submitted under this report number.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the resistance was too high and the patient's symptom control was not ideal. It was then stated that "after filming, the electrode was found to be broken". The patient did not want to replace the electrode at that time. It is unknown when the high resistances were discovered.